Event description:
Procedure: lobectomy. Reportedly, when the device was fired on tissue with neoveil reinforcement the handle was squeezed, but staple and knife did not advance and the stapler jaws would not open, the surgeon removed it from the tissue by using a surgical instrument. However, there was no damage to the tissue. The specimen tissue was damaged but there was no bleeding on the patient tissue.